Manufacturer narrative:
Initial reporter full name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the message "unable to calibrate" appeared on the iabp in the axillary position. Recalibration was done repeatedly without success. A bedside cuff showed bp in the 80s/50s. They attempted removing and replacing the fo cable. A recent chest film confirmed correct location. They discussed the off label usage of the product. They were walked through the steps to monitor pressure through the central lumen, which was successful and the fo cable was disconnected. The waveform was not poor but was not optimal so it was flushed. It only slightly improved the waveform. The balloon pressure waveform also appeared to support that the catheter may have had a kink within the patient at some point affecting helium shuttle as augmentation was only in the 70s. There were pressors infusing and they considered increasing dosage to impro hemodynamics. There was no reported injury or adverse event to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint (B)(4).

Event description:
N/a